Event description:
Per provider the caster spokes have broken.

Manufacturer narrative:
(B)(4). Follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03892 indicting the manufacturer as medel s.p.a. When the actual manufacturer is jumao medical equipment.